Manufacturer narrative:
Concomitant medical products: 4194-78 lead, implanted: (B)(6) 2005; dtma1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pacing threshold was causing diaphragmatic stimulation in the patient. The lead remains in use. No patient complications have been reported as a result of this event.